Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited intermittent loss of capture at maximum programmed outputs, oversensing, and pacing inhibition which resulted in greater than two seconds of asystole. As a result the patient was syncopal and was hospitalized. A lead revision procedure was performed and the physician was not able to extract this lead, therefore, it was surgically abandoned. Another rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.